Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. No injury or medical intervention was reported.